Event description:
Rwmic reference complaint no. (B)(4). It was reported to richard wolf medical instruments corp. (Rwmic) by the sales rep/user facility that "the ceramic tip came off in a patient during a procedure and was inadvertently left in the patient. The patient returned two days later to have it removed." Additional information reported by the sales representative (7/11/2022): will the device be returned? Yes. Was the device being used on a patient when the reporting issue occurred? Yes. Was there any injury or illness to the patient due to the reported issue? No. Was there any injury or illness to any other personnel due to the reported issue? No. Did the issue cause a delay in the procedure being performed? No. Did the delay put the patient at risk? No. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes. Rwmic MDR awareness date: 11-july-2022.

Manufacturer narrative:
Richard wolf medical instruments corporation is the importer of this device. Rwmic is submitting this report on behalf of richard wolf (B)(4) (manufacturer). Rwmic considers this MDR open. Rwmic will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Manufacturer narrative:
Follow-up report #1 is to provide FDA with the device evaluation results regarding this MDR. Device was evaluated by rwmic. According to rwmic investigation report device device evaluation, form 5020: (7/28/2022). The device was tested visually, functionally, and mechanically. The reported condition was confirmed and the device did not meet specifications. The evaluation found that the damage described is consistent with an impact against a hard surface. Damage may have caused a thin fracture that held together until there was stress on the device instead of breaking apart immediately. This conclusion is on the most common cause of breakage of the ceramic tip. Product disposition: the device will be repaired upon customer approval. Richard wolf medical instruments corporation (rwmic) considers this MDR open for due diligence. Rwmic will submit a follow up report if new information becomes available.

Event description:
The purpose of this submission is to report the results of the device investigation.

Manufacturer narrative:
Follow-up report #2 is to provide FDA with an update of the patient informations and new additional informations regarding the device malfunction. The following fields have new information: a1, a2, a3, a4, a5, a6, b4, b5, b6, b7, d5, f7, f8, f11, f13, and h10. Corrected field: b3, d8, e1, e2, and e3. Rw considers this matter closed. However, if a new information becomes available, rw will submit a follow-up report.

Event description:
Rwmic reference complaint no. (B)(4). The purpose of this submission is to update MDR with patient information and additional informations regarding the device malfunction. New information added by the user facility (source: richard wolf questionnaire, form 5206 (03); received 9/02/2022). - did the patient suffer any after effect? Response: no problem from the tip, problem from previous surgery (bleeding) - date of event: 6/8/22. - purpose of procedure: treatment. - what was the procedure? Obstructing prostate.